Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was possible that the event was caused because the front panel light-emitting diode (led) got failed, and it could not be lit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the high flow insufflation unit exhibited the flow rate display went off from the light emitting diodes (leds) due to a faulty front panel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.